Event description:
The account alleged they had a pt fall while trying to get into the bed from the wheelchair due to the brakes not holding. There was no injury reported.

Manufacturer narrative:
The tech investigated the alleged incident and found the bed has been remanufactured by kma remanufactured beds from pennsylvania. The account stated that the bed moved across the floor event though the brakes were set. Pt allegedly fell with no injury reported. The tech found the brake block needs replaced, along with the brake casters. No further info is available on the repair of the bed at this time.